Event description:
It was reported that during a ptca/stent procedure that the guide wire may have caused or contributed to pt injury. An attempt to place the guide wire across a lesion resulted in a dissection. The lesion/dissection was dilated with a balloon catheter but stenting attempts were unsuccessful and the pt was not a candidate due to renal insufficiency